Event description:
Rep of tri state orthopedics reported that a caps-x wand broke off during a procedure. Dr was able to retrieve piece of wand and no incident report will be filed from the site. No pt consequences.